Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a call serivce (cs 052/053/054/055 sleep) issue: the alarm has occured multiple times today and the reporter is unable to clear it. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/25/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/06/2014 with the following findings: investigator confirms issue in history but was not able to reproduce during investigation. Black box and alarm history review shows consecutive cs052-0000/cs087 on the reported event date of 12/07/2013. ¿cs087¿ is defined as flash chip u39 language corruption. The pump powers ¿on¿ and displays ¿verify¿ screen -¿ez-prime¿ steps were performed correctly, the pump was exercised for 24hr, no alarms occurred during the duration test. The pump was reprogrammed with a new software code successfully. The device performs within specification. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.